Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, the patient was implanted with gore excluder aaa endoprosthesis featuring c3 delivery system (rmt231216/8530705) to treat an abdominal aortic aneurysm. On (B)(6) 2016, imaging identified a proximal type I endoleak associated with the trunk. Aneurysm enlargement of 1cm was identified. It was reported the cause of the type I endoleak was distal migration of the device. The cause of the migration of the device is unknown. On (B)(6) 2016, an aortic extender component was implanted for proximal extension.